Manufacturer narrative:
A2: age at time of event; the patient is an adult. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was receiving an infusion of an unreported vasopressor (dose, programmed amount, and delivery rate not reported) with a spectrum iq pump. It was further reported that the tubing at the bottom of the drip chamber was kinked and there was no medication flow, which was not noticed at the time of use. Priming occurred without any issues. It was reported the spectrum pump did not generate an alarm. The patient experienced severe hypotension and a ¿code purple¿ was issued. "Medication by injection and several boluses to keep the patient alive" was administered. The reporter stated that they had no further details as the patient was being treated in the intensive care unit. No additional information is available.